Manufacturer narrative:
The reported product is an unknown baxter cassette. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide warns the user not to perform dialysis in the same room as pets or animals. It states that ¿contamination of the fluid or fluid pathways can result if a pet or animal bites a solution bag or the disposable set. Contamination of any portion of the fluid or fluid path may result in peritonitis, serious patient injury, or death.¿ a review of the label for the product family will be conducted.

Event description:
It was reported a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as ¿an animal chewed the cycler patient line¿. It was reported there was a ¿small hole in the tubing in the line going to the cassette¿. The patient presented to the pd clinic with ¿peritonitis symptoms¿ and went back home with unspecified antibiotic treatment (no further details). At the time of this report, the patient outcome was not reported. Action with pd therapy was not reported. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.